Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin. There was no impact to the customer's blood glucose level. The customer confirmed that a new cartridge would be loaded after the call with tandem technical support.

Event description:
Review of the pump data logs by tandem technical support showed that on multiple occurrences, the insulin gauge displayed an inaccurate fill estimate. Multiple attempts were made by tandem's technical support to get a hold of the customer; however, no further information was provided.